Event description:
It was reported that during a breast biopsy, the vacuum stays on consistently. The right solenoid on the control module sticks when activated. There was no pt consequence reported. Case was completed using the control module.